Event description:
The system had a torn insulation on the workstation power cord. Also the x-ray lamp cover was missing.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep replaced the workstation power cord cable and installed the x-ray on lamp cover. The system is operating as intended.